Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical engineering department for an unspecified reason. No tracking info was provided; therefore, specific patient info, device programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the test patient pendant was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).